Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00349; 342-10-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Dr did a rt. Tkr on this patient on the patient developed stiffness and decreased range of motion over time. Dr did a revision and removed the 4/14mm insert and implanted a 4/10mm insert. This improved the range of motion. Female 74.